Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received no delivery alarm. It was reported that the customer had high blood glucose level of 400mg/dl. It was reported that the mother changed the customer's infusion set. There were no known reported incidents since set change. No further information provided.